Manufacturer narrative:
Customer return pump due to alleged failed battery test and pump error 63 and cosmetic damage located at the battery cap and it was found on 12 september 2023. Unit was received with battery cap and found no anomalies on battery cap. Unit passed the displacement test, active current test, and sleep current test. Unit failed to pass the self test due to pump error 63 occurring during testing. No failed battery alarm noted during testing. Pump was downloaded using thus for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Failed battery test occurred on 09/12/2023 16:35 in history files. Pump error 63 variable (03) occurred on 10/30/2023 07:22 & 09/12/2023 16:35 during testing and history files. Pump was cut open to perform visual inspection and found evidence of debris in the motor slide threads. The following were noted during visual inspection: corroded battery tube, scratched case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), peeling serial label, debris in motor slide threads. P-cap was attached and locked into place properly. Fail battery test is not confirmed. Pump error 63 is confirmed due to cracked soldered joint at u1 pin (01) and being found in history files. Cosmetic damage is not confirmed at the battery cap. Additional cosmetic damage is noted on unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a pump error 63 alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully and stated that the pump rewind was completed but the insulin pump did not pass the self-test and battery failed alarm was reported. Also found contacts were missing, damaged, or corroded. The customer will discontinue using the insulin pump and will be returned for analysis.